Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose reading was 343 mg/dl. Troubleshooting was conducted and insulin did exit the tubing. It was also stated that the customer had a no delivery alarm the previous night and had high blood glucose readings of 600 mg/dl because of their gastropereses. The customer stated that they were hospitalized later on in day because of the high blood glucose readings of 707 mg/dl. The hospital treated the high blood glucose readings with shots. The customer believes that their gastropereses is the main reason for their hospitalization. The customer was wearing the insulin pump during the hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test. There were no unexpected no delivery alarm noted. The unit had minor scratches on the display window and a cracked reservoir tube lip.